Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a transanal total mesorectal excision, the surgeon noticed that there was a hole in the staple line and also noticed that the patient developed clotting problems. The hole was closed by suturing. After leaving the hospital, the patient died at home. The patient's death was not related to the device issue.